Event description:
Customer reported going to urgent care for assistance with removal of softdisc disposable menstrual disc. The disc had been inserted for 18 hours when the customer sought assistance. The customer stated that the physician's assistant (pa) struggled to remove the disc. The pa unsuccessfully tried removing the disc with a speculum and forceps before then pushing on the customer's abdomen and successfully removing the disc digitally. The pa determined the disc was suctioned to the customer's cervix. The customer stated she felt "internally and externally bruised" from the assisted removal, but also said she did not have pain/discomfort post removal. The customer was not prescribed any medication. The customer was advised by flex to discontinue use of all internally worn flex products until they can follow up with their primary healthcare provider to discuss their experience. The submission of this report is not an admission by the company that the use of the device in question caused or contributed to the customer event.